Event description:
Event description guidant received information that during a dialysis treatment, this implantable cardioverter defibrillator (ICD) and non-guidant implantable transvenous defibrillation lead exhibited non-reproducible noise on the ventricular electrogram producing pacing inhibition of 4-5 beats and two inappropriate shocks. During that time, the shock electrogram went flat. No noise was noted on the atrial electrogram. The patient has dialysis every week, this is the first time this has happened.